Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the tube cracked at the connector and circuit during use.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The reported complaint could not be confirmed as the defective sample was not returned for evaluation.

Event description:
The event is reported as: the customer alleges the tube cracked at the connector and circuit during use.